Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer stated that the low was due to accidentally giving themselves too much insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that there was a crack on their pump's reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed displacement test, rewind test, prime test, and excessive no delivery alarm test. Unable to complete functional test or perform displacement accuracy test due to broken reservoir tube lip. The device was received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip and cracked battery tube threads.